Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The small magnet that is on the underside of the trigger is not there. This caused for the anspach not to come on. This is a loaner set that I received. Case type: pka. Surgical delay: 5 min.

Event description:
The small magnet that is on the underside of the trigger is not there. This caused for the anspach not to come on. This is a loaner set that I received. Case type: pka. Surgical delay: 5 min.

Manufacturer narrative:
Reported event: it was reported that the small magnet that is on the underside of the trigger is not there. This caused for the anspach not to come on. This is a loaner set that I received. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 06 devices were manufactured under lot no 26110511 and were accepted into final stock on 03/19/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111770, lot number 26110511, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.